Event description:
Pt was placed in adult mayfield tongs to secure head for surgery of spine. After head was secured, pt was turned prone with physician holding head. As pt was moved to prone position, tongs let loose which permitted neck to come out of neutral line, however, physician was supporting head at time. Pt was rolled back to supine position at which time it was noticed that there was some bleeding from right side of head. Head was bleeding from area of tongs, was cleaned and stapled. Pt was monitored until pt came out of anesthesia and then transferred to pacu per cart.